Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and main backplane printed circuit boards (pcbs). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an error message and went into an inoperable state. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.